Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 at 4:30 am with blood glucose over 211 mg/dl. Customer was hospitalized because of high blood glucose reading. Customer was treated in the emergency room. High blood glucose reading started on (B)(6) 2017. Customer current blood glucose was 114 mg/dl. Customer blood glucose at the time of the incident was 322 mg/dl. Customer was not wearing the pump at time of hospitalization. However, customer was off from the insulin for less than 48 hours. The hospital name (B)(6) hospital. Infusion set was changed on (B)(6) 2017 at 6:25 pm. Customer had air bubbles in the tubing while priming forward. Customer did not mention if the cannula was bent. Drive support condition was not mention. High pressure test was not performed. Customer did not check insulin pump setting. Insulin pump will not be returning for analysis.